Event description:
The patient underwent a contour thread procedure involving his/her bilateral midface. The patient experienced extrusion and infection at the contour thread sites. The patient had three (3) to four (4) threads surgically removed and was given oral antibiotics. Note: the contour thread product line is no longer manufactured or sold by surgical specialties corp. (Dba angiotech).

Manufacturer narrative:
The implant date is unknown. The explant dates are unknown. One (1) thread was removed in 2008. The other threads are estimated to have been removed in 2008. Brow lift, neck lift, bi-directional midface contour thread. The device was not returned for evaluation. Furthermore, the product lot number is unknown. Results: the device was not returned for evaluation. No product evaluation can be performed.